Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5071-53 x2 implantable pacing lead, (B)(6) 2006; 5076-45 implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that device had shorter longevity than expected. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.